Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not respond when pressed. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device touchscreen did not respond when pressed. The device was returned to the biomedical department with a note that stated "touchscreen does not respond". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reported any adverse patient events or delay in critical therapies while the device was in clinical use. No additional info was provided.